Event description:
This case was reported by a consumer and described the occurrence of tooth infection in a female pt who received oral moisturisers (biotene dry mouth oral rinse) mouthwash for product used for unknown indication. A physician or other health care professional has not verified this report. Co-suspect medication included biotene pbf oral rinse and biotene toothpaste. On an unknown date, the pt started oral moisturisers (dental) at unknown dosing. At an unknown time after starting oral moisturisers, the pt experienced tooth infection, septicemia, disability, heart disease, heart disorder, general physical health deterioration, feeling abnormal, sickness, and infection in mouth. Treatment with oral moisturisers was discontinued. At the time of reporting, the outcome of the events was unknown. This consumer reports that because the biotene oral rinse, the biotene pbf oral rinse and the biotene toothpastes do not kill germs that is the reason for her dental infections, she states that she has bacteria in her blood stream which was further described as septicemia and this caused her heart disease for which she is going to need surgery, she now has serious heart conditions, for the last 2 years her health has seriously fallen apart which was further described as poor health, she has not been clear headed, she is not sick, she is now disabled, she is physically falling apart which was further described as deterioration of physical condition and she now has mouth infections. The consumer indicated that the use of the products was discontinued but it is unknown if any of the adverse events have resolved.

Manufacturer narrative:
Biotene dry mouth oral rinse is manufactured in (B)(4). The lot number for this product is available; however, it is unknown if the product will be returned for quality assurance testing. (B)(4).